Manufacturer narrative:
Additional information was received that the patient had multiple fractures on both leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was not feeling stimulation. It was believed that the patient¿s leads were fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was not feeling stimulation. It was believed that the patient¿s leads were fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Visual inspection revealed the proximal end of the infinion lead was fractured before the retention sleeve and the setscrew mark between contacts # 16 and 15. The infinion lead proximal array was fractured and completely separated between contact # 7 and 8. X-ray inspection of the associated splitter that contact # 1-7 of the infinion lead remained inside the splitter connector. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the splitter passed all tests performed and revealed no anomalies. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the complaint was not confirmed. Visual and x-ray inspection found that contact # 1-7 of the fractured associated infinion lead is in the splitter connector. Electrical testing couldn¿t be performed due to the stuck proximal portion of the associated infinion lead inside the splitter connector.

Event description:
A report was received that the patient was not feeling stimulation. It was believed that the patient¿s leads were fractured. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was not feeling stimulation. It was believed that the patient¿s leads were fractured. The patient will undergo a revision procedure.